Event description:
The customer contacted philips healthcare to report the device failed the operational check. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4).